Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a hole was found in an rt235 infant dual-heated evaqua breathing circuit. This was noticed prior to patient use.

Event description:
A healthcare facility in grand rapids, michigan reported to a fisher & paykel healthcare (fph) field representative that a hole was found in an rt235 infant dual-heated evaqua breathing circuit. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the evaqua expiratory tube of the complaint rt235 infant breathing circuit was returned to fph (B)(4) for inspection. It was pressure tested for leaks and visually inspected for damage. Results: the pressure test result was outside the required specification. Visual inspection revealed a hole in the evaqua expiratory tube. A lot check was not performed as no lot information had been provided. Conclusion: the sustained damage to the evaqua expiratory tube indicates that it was punctured with a sharp object. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. The subject evaqua expiratory tube would have met the required specification at the time of production. This suggests that it was punctured post production. (B)(4). The user instructions that accompany the rt235 infant breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb." "Set appropriate ventilator alarm." (B)(4).

Manufacturer narrative:
(B)(4). The complaint rt235 infant dual-heated evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.